Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the eight complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was not returned for evaluation, one medical image was provided for review. Based on the image review, the reported migration can be confirmed. However, migration is only possible if there is a fracture, so the reported fracture also confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Catalog number has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified. (Expiry date: 01/2022). Device not returned

Event description:
It was reported that approximately four months post port placement procedure, the catheter was allegedly ruptured. It was further reported that the catheter allegedly migrated. The procedure was completed using another device. Patient current status is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the eighth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was not returned for evaluation, one medical image was provided for review. Based on the image review, the reported migration can be confirmed. However, migration is only possible if there is a fracture, so the reported fracture also confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four months post port placement procedure, the catheter was allegedly ruptured. It was further reported that the catheter allegedly migrated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a image was provided for review. The investigation of the reported event is currently underway. The catalog number has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified. Expiry date: 01/2022.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly ruptured. It was further reported that the catheter allegedly detached. The procedure was completed using another device. There was no reported patient injury.